Event description:
Reportable based on device analysis completed on 08feb2022. A 12mmx40cm interlock-35 was received with no reported issues. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
Date of event was approximated using the date the device was received for analysis. Device evaluated by manufacturer: the device was returned for analysis. The returned coil was found kinked and stretched. Microscopic inspection revealed that the zap tip has a smooth surface. The interlocking arm was detached (part did not return). Dimensional inspection of the main coil was performed and confirmed that the number of distal and proximal fiber bundles, the zap tip outer diameter, and the primary coil outer diameter were all within specifications.